Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported by the doctor that when he used the torque limiter for axsos3 prox lat tibia plate`s shaft holes, after tightening two screws didn't locked at all. New information: it was reported that "they didn't change plate or screws, all implants have been left on there. Screws were like cortical screws."